Event description:
It was reported the battery was depleted. The pump was replaced. The patient recovered without sequela. The pump was delivering baclofen.

Manufacturer narrative:
Concomitant medical products: catheter: model# 8703w, lot# l40098, implanted: (B)(6) 1996, explanted: unk. (B)(4). Analysis of the pump and motor revealed feed thru anomaly.

Manufacturer narrative:
(B)(4).